Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary customer returned 4 empty open polybags, one empty open packing box associated with lot# 6179806 and 37 loose syringes. It was reported by the consumer that syringes were expired and were used. Investigation will be assigned to manufacturing unit holdrege for further evaluation. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue, however, this product was manufactured in september 2016 and shipped out of the manufacturing plant on 9th september 2016 with an expiry date of august 2021 which gives enough time to the retailers or distribution centers to sell it to the customers. Since there is no link back to discrepancy in manufacturing and nothing wrong with labelling, the product was good to be used until expiry. Root cause ¿ no quality notifications or dispatches pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10

Event description:
It was reported that 6 boxes of bd veo¿ insulin syringes with bd ultra-fine¿ needle were used past the expiration date. The following information was provided by the initial reporter: "consumer called to check expiration date on syringes. Based on product information provided, syringes have expired. Consumer is upset pharmacy sold her expired syringes. Consumer stated she used 6 packs of 10 so far and she has 4 packs left".

Event description:
It was reported that 6 boxes of bd veo¿ insulin syringes with bd ultra-fine¿ needle were used past the expiration date. The following information was provided by the initial reporter: "consumer called to check expiration date on syringes. Based on product information provided, syringes have expired. Consumer is upset pharmacy sold her expired syringes. Consumer stated she used 6 packs of 10 so far and she has 4 packs left".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.